Manufacturer narrative:
The report indicated at the end of an atrial fibrillation ablation procedure with a qdot micro, the patient experienced blood pressure drop, pericardial effusion treated with pericardiocentesis. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31543056l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated at the end of an atrial fibrillation ablation procedure with a qdot micro, the patient experienced blood pressure drop, pericardial effusion treated with pericardiocentesis. At the end of the case, a pericardial effusion was noticed on intracardiac echo. The injury was discovered on intracardiac echo and confirmed on transesophageal echocardiogram. The patient's blood pressure dropped "a little bit" and the patient appeared hemodynamically stable when the effusion was discovered. The medical intervention provided was pericardiocentesis. The patient's status was unknown at the time of reporting. During the procedure, the carto 3 system displayed a "carto 3 application must restart, please wait while the system completes this process" error message (no code) during ablation. The system reloaded and the same study was continued. The case continued for "about 2 to 3 minutes", then the same error message appeared again, and the system reloaded for a second time. The same study was continued again, and the case continued. Later in the case, an "impedance too high" error (code unknown) appeared on the ngen system, and there was no impedance values displayed. At the same time, a "spu synchronization warning" error (code unknown) and an "unstable reference annotation" error (code unknown) was displayed on the carto 3 system. The grounding pads were replaced with no resolution. The catheter cable was replaced without resolution. The patient interface unit (piu) to ngen interface cable was replaced without resolution. The tx eco cable was replaced without resolution. The catheter was replaced without resolution. The full ngen system was rebooted without resolution. The ngen system was replaced without resolution. The workstation was rebooted, and the same study was continued with no resolution. A new study was created, and they noticed that there was noise on the decanav catheter, so they stopped pacing the decanav catheter. When they stopped pacing, all errors cleared. They were able to create a new map and continue the case without further errors. They were able to pace from a different channel on the recording system without any issues but that they did not test pacing from the original channel again during the case.